Event description:
The customer reported that the insulin pump alarmed motor error during a bolus. Customer's blood glucose level was 120 mg/dl. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit function properly during rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, and displacement test. No motor error alarm noted. The motor was tested outside the device and passed motor test. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, scratched keypad overlay, and bleeding lcd glass.